Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal segment of lead was returned severed approximately 28 cm from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. A setscrew mark was noted in the correct location on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was reported, indicating that a portion of this lead was returned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture at maximum outputs. The lead was explanted and replaced. No additional adverse patient effects were reported.